Event description:
It was reported that during a post-implant follow up, the atrial lead exhibited undersensing. A chest x-ray revealed that the slack in the lead was absent. The lead was turned off. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).